Manufacturer narrative:
Device evaluation: the pump was returned with the percutaneous lead intact. The sealed inflow conduit and unsealed outflow graft were returned, secured to their respective pump ports. Red, biological linings and clotted blood were observed in the lumen of the inflow graft, inlet elbow, outflow graft and outflow elbow. The examination of the pump blood-contacting surfaces also revealed a soft, red, biological lining around the inlet bearing. The lining extended into all three of the rotor vanes and had been attached to the deposition in the outflow elbow prior to disassembly. A small ring of tissue-like thrombus was found adhered to the inlet bearing, beneath the collapsed lining. The tissue showed denaturing and laminated layering, indicating that the ring formed over an undetermined period of time. The evaluation could not determine the duration that the thrombus had been present and could not conclusively correlate the thrombus to the report of hemolysis. The observed biological linings in the sealed inflow conduit, outflow graft, and the pump appeared consistent with poor surface washing resulting from an interruption in flow. A review of the submitted log file confirmed that power to the system controller was interrupted following a low battery hazard alarm; however, the duration that the system controller was disconnected from power could not be determined. The system resumed operating at the set speed after power was reconnected. The evaluation could not conclusively determine the cause of the observed depositions and thrombus, and a correlation to the reported event could not be determined. Visual inspection of the pump¿s bearings and bearing cups revealed no anomalies related to wear or damage. The examination of the percutaneous lead found it to be unremarkable and it passed all electrical testing. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a loss of all power event resulting in loss of support and pt brain damage. The pt found down yesterday morning by his mom when she went to check on him. He was transported to local hospital but they did not have the capability of pronouncing him brain dead in their emergency room and they could not admit him. He was transported by helicopter to the implanted center where he was pronounced brain dead. The hospital reports that nothing was wrong with the lvad pump or any pump components. They think the pt ran out of battery power and did not wake up to change the power. Since implant, the pt experienced ongoing percutaneous led infections and he had been admitted a couple of times in the past with what looked like a hemolysis or possible thrombus which cleared each time with heparin.